Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid and bupivacaine via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported the nurse interrogated the patient¿s pump at the time of the refill and a message stating the patient¿s pump motor had been stalled for 113 hours had occurred. The caller confirmed the patient had an MRI on the 9th and did not tell the pump managing provider or follow up. The caller was not with the nurse but was having her re-interrogate and recheck the logs for motor stall recovery, along with checking for a volume discrepancy.